Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and 0.8 mmol/l ketone levels resulting in a hospitalization. The suspected cause of the adverse event was not known; at the time of the event, no issues were observed with the infusion set tubing, infusion set cannula, cartridge, or insulin in use. A system check was performed on the pump and the pump was functioning as intended. Prior to the hospitalization, the customer delivered a correction bolus to address bg. While hospitalized, the customer was treated with intravenous therapy of saline and insulin. Customer was released from the hospital on (B)(6) 2021.